Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was not readable. The customer¿s blood glucose level was unknown. Drive support cap was normal. The troubleshooting was not mentioned. The product will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display. Device had cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.